Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.6, lab: 1.9; (B)(6) 2011, 1.3, 1.9. Therapeutic range 2.0-3.0. Wife of patient is healthy, not on coumadin and did a test over the phone with tech service and the result was 1.0.